Manufacturer narrative:
The customer clarified that he was troubleshooting the analyzer due to an issue with bad troponin calibrations. The customer was performing preventive maintenance on the analyzer when he observed the x-axis issues leading to blown fuses. He stated that he tightened a belt on the analyzer which he believes led to the burn mark on the cable due to the belt being too tight. The tight belt was also causing alarms with the probe movement. After he reduced the tension on the belt, the alarms stopped and the analyzer has been functioning properly since then. A specific root cause could not be determined based on the provided information. Loosening of the belt and replacement of the cable solved the issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had been getting sample probe movement errors on the e411 analyzer. The error occurs when the customer tries to run a voltage test on the analyzer. The customer also stated that there were x-axis issues with the analyzer that were leading to blown fuses. The customer found that an electronic ribbon cable had a burn mark on it. The electronic ribbon cable is associated with up and down movement of the probe. There was no smoke or fire associated with the burned cable. There were no adverse events related to the issue. The customer stated that they cleaned and lubricated the analyzer. The customer replaced fluidics tubing, cleaned and lubricated a belt, ran high voltage testing, and ran performance testing. The customer noted that the glass syringe on the analyzer is a little noisy. The field service representative determined that there was an electronic failure of the cable. The customer replaced the cable.